Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified, however, the following information are possible; since the scope has two objective lens, if one lens is dirty, the 3d image may not display correctly. The 3d monitor has a field of view that allows 3d images to be observed, if the monitor is observed from outside the specified range, a normal 3d image many not be able to be observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited an abnormal 3d image due to damage to damage of the ccd unit. There was no patient involvement.